Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse had customer exercize the hybrid arm cup presence sensor and do an all set home and discard all cups in maintenance program. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was sticking cup presence sensor.

Event description:
On (B)(6) 2015, a customer reported errors 2250 sample loader step feed x1 and 2251 no rack detected with their aia-2000st analyzer. The customer is unable to run e2, prl, pth, lh ii, fsh, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prl, pth, lh ii, fsh, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.